Event description:
Clinical review/rationale: an impella 5.5 was placed via the right axillary artery post percutaneous coronary intervention to support a 45-year-old female patient admitted in with cardiomyopathy. The patient¿s comorbidities included lymphoma. The patient¿s clinical state prior to initiation of support was scai stage e. The pump was supporting when on day two of support there was oozing noted from the 5.5 access site and bruising on the patient's arm. A purse string suture was added to site and anticoagulation was held. The patient's partial thromboplastin time level was 30.2. Flows were reported lower than expected and echocardiogram showed mosaic color flow at the outlet. Pump repositioning did no improve flows. The patient received 1 unit of blood products. On day five of support, the patient received an additional 4 units of blood products for a gastrointestinal bleed and brain bleed. Heparin was held, pressors were administered, and the patient received an additional two units of blood products. An exploratory laparotomy was performed. The patient was also hypovolemic and experienced ventricular tachycardia requiring 3 shocks. On day six of support, care was withdrawn and the pump explanted, and the patient expired. Bleeding, vascular injury, cerebrovascular accident/stroke, and death are known risks associated with impella 5.5 support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.